Manufacturer narrative:
Sw 6.7w pump error 53(line number (B)(4) file number (B)(4), line number (B)(4) file number (B)(4)). Pump history recorded 4 pump errros 53. First 3 pe53s were triggered by mcu exception - suspecting the hw. The last pupm error 53 was triggered in file/line= (B)(4) in macro interrupt_restore, thread run count is not the same as it was when interrups were disabled. This is impossible, as when thread is disabled, it's run count can not be changed, so memory corruption is suspected - suspecting the hw. Unit passed the self test and displacement test. No alarms occurred during testing. Test p-cap locked into reservoir tube successfully. The history download confirmed four pump error 53 alarms due to software error found on (B)(6) 2023 at 21:05:24.00, (B)(6) 2023 at 09:30:02.00, (B)(6) 2023 at 23:16:42.00 and (B)(6) 2023 at 06:27:42.00. The formatted history file confirmed the first three pump error 53 alarms (line number (B)(4) file number (B)(4), line number (B)(4) file number (B)(4), line number (B)(4) file number (B)(4)) were due to by a main controller unit expectation error. The last pump error 53 alar (line number (B)(4) file number (B)(4)) was due to a result of a memory corruption error on the macro interrupt_restore. Pump was cut open for further visual inspection and found moisture on pcba 2. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, scratched case, cracked case (battery tube). In summary, customers alleged pump error 53 was confirmed through the pump history download due to hardware error anomalies. Pump exposed to moisture confirmed on pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a software error detected (pump error 53) alarm. No harm requiring medical intervention was reported. Troubleshooting was not performed and it was unknown whether the customer was able to clear the alarm or not and whether the customer was able to complete the pump rewind or not. The issue was not resolved. The customer will discontinue to use of the device and the pump will be returned for analysis.